Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized over 10 times due to low blood glucose incidents with blood glucose of below 20 mg/dl and almost 0 mg/dl at the time of the incidents. The customer did not mention how they were treated. The customer experienced symptoms such as fever, being upset, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported being hospitalized for high blood glucose and diabetic ketoacidosis approximately 2 months prior. The customer was given intravenous insulin to treat the high. No further information was provided. The insulin pump will not be returned for analysis.